Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Visual inspection found a white powder residue in the expiratory outlet and oxygen cell. The evaluation determined that the reported alarm was due to a calibration issue possibly due to the white powder contamination. The device was recalibrated to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a high expiratory tidal volume alarm and subsequently the device display turned off. There was no patient injury reported as a result of this incident.